Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tubing detachment event on (B)(6) 2024. Tubing was detached from connector. The set was in use for eight hours. Blood glucose levels were reported to be high during the event. Patient took bolus and multi daily injections to address the event, replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007784 have already been previously tested in the 2083591 on 25/may/2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for static pull of the tubing-tubing connector. The test result was within specifications. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007784 was manufactured according to the wi version 97 manufactured in the line m14, on 21/jun/2024, with a total of (B)(4) units. Tube with band the lot 4f01600 was manufactured according to the wi version 64 manufactured in the line sc06 - sc05, on 19/jun/2024, with a total of (B)(4) units. The lot 4f01601 was manufactured according to the wi version 64 manufactured in the line sc08, on 18/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/jun/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007784 and another one complaints have been registered in database for the same lot 6007784 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.